Manufacturer narrative:
On 26-oct-2020, mentor received additional information regarding the patient's symptoms. The patient reported additional symptoms, including heart medication, blood pressure medication, thyroid medication, hormone replacement, muscle relaxers, and pain medication. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-feb-2021, mentor received additional information regarding the patient's information. The patient's date of birth is (B)(6) 1957. The relevant field has been updated. Manufacturer's reference number: (B)(6)

Manufacturer narrative:
On 12-sep-2020, mentor received additional information regarding the date of implantation, date of event, suspected medical devices, and patient¿s symptoms. The date of implantation and date of event are (B)(6) 2000 and (B)(6) 2010 respectively. The date of event was estimated based off of the received information. The patient¿s symptoms started approximately 10 years ago. Currently, the patient is experiencing tightening and hardness of her right breast, swollen lymph anodes on both sides close to her armpit area, and right-sided shoulder pain. In additiona, bout the patient experienced right-sided grade IV capsular contracture about a year ago. The suspected medical devices are two 325cc mentor memorygel breast implant prostheses (catalog #: 3543257, left lot #: 179198, right lot #: 193170). The patient is currently out of work due to the pandemic, and is unable to plan for a revision surgery. The relevant fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient who underwent a breast surgery with two unspecified mentor textured breast implants experienced bilateral breast pain and suffered unspecified illness postoperatively. No device issue such as deflation was reported. The root cause of the patient¿s symptoms is unclear. Mentor has received no information regarding an expected explantation date. It is currently unknown if the reported devices are gel or saline. At this time of report, the devices are reported as saline. Follow-up is still in progress. If additional information becomes available in the future, a supplemental report will be submitted. This report is for the left-sided prosthesis.